Manufacturer narrative:
The investigation of the available information (complaint description including reported error codes) showed that a sporadic warmstart related to the internal communication bus was the effect that was seen by the customer. The root cause for the communication bus problem is unknown. The problem was not reproducible during testing by the customer. No further information/device logs or parts were available for root cause analysis as the customer decided to replace the 26-year-old device without further analysis by the manufacturer. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. In case of a warm start an audible alarm would be posted by the device the device will briefly power off and then back on. During this time, a safety-breathing valve would open allowing for spontaneous breathing. A single warmstart lasts 8 seconds. After successfully performing the reboot the ventilation is continued with the latest parameters. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a screen shutdown occurred. Patient was connected to the ventilator during shutdown but was quickly addressed by nursing staff and no adverse results were reported.